Manufacturer narrative:
This complaint will be updated once investigation is complete .trends will be evaluated.

Event description:
Allegedly the patient was revised due to periprosthetic femoral bone fracture (right). Age at primary: (B)(6). Primary asa: p1 - fit and healthy. (B)(4). Additional information received 01/12/2017. Neck information now provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that no serious injury has occurred at this time the initial report should be voided.